Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings up to 340 mg/dl while using the ilet system; a confirmatory fingerstick was not obtained, tubing with a teflon 23" infusion set showed drops, and the user deferred an immediate site change in favor of a later change, with a subsequent downward trend to 311 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information to identify a specific medical device problem, and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.